Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. Without a lot number a review of the mfg records could not be conducted. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00266 for info related to the bard/davol ventrio st implanted on (B)(6) 2013.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2013 - the pt was implanted with a bard/davol ventrio st using sorbafix technology for treatment of ventral incisional hernia. The attorney's report alleges pain, scarring, disfiguration, permanent injury, defective mesh.